Event description:
It was reported that during a laparoscopic cholecystectomy procedure, involving the use of an endo catch device, a part of the bag tore, causing the specimen to fall into the patient's abdomen. This necessitated an extension of the incision by more than 1 inch (2.54 cm) to retrieve the specimen and the torn part of the bag. The gallbladder was removed manually as part of it was already outside the abdomen. The plastic part of the bag was located and removed from the body. There was tissue damage described as an extension of the incision, but it was not permanent. The surgical time was not extended by 30 minutes or more, and there was no significant blood loss or unanticipated tissue loss. No additional operation was planned to correct the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that one of the devices had only the bag and string received. The bag was bloodied with a hole at the distal end. The two opened devices were received with the bag attached to the metal ring. The gold ring was still attached to the plunger on both devices. The three sealed devices were intact. Functional testing found that the plungers and metal rings advanced and retracted properly. The rings were pulled and the bags were completely cinched and detached properly. It was reported that the bag was torn and specimen fell out of retrieval bag. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the gold ring. This premature retraction causes undesirable bag detachment. It was also reported that there was an extended incision. The reported issue was not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if bag does not pull through easily, enlarge the incision to accommodate easy removal for specimens with diameters larger than the trocar site incision. Failure to follow this warning could cause the bag to break and the specimen to fall back into the body cavity. If bag does not pull through easily, enlarge the incision to accommodate easy removal of bag, taking care not to puncture the bag or cut the purse-string. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.